Event description:
Customer reportedly obtained results of 93mg/dl, 103mg/dl and 172mg/dl on the advantage system within 10 minutes. Based on symptoms, customer ate candy. No adverse event reported. Requested return of suspect system and replacement was sent.